Event description:
It was reported that during transurethral needle ablation of the prostate, the needles on the prostiva handpiece failed to retract. The device was removed from the pt with the needle deployed and the physician was concerned about the amount of bleeding the pt experienced. Further information is being requested from the hcp.